Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had overfilled the cartridge with insulin. Technical support instructed customer not to overfill the cartridge. There was no reported adverse effect to the customer's blood glucose level. The customer declined to load a new cartridge and continued to use current cartridge.